Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). The complaint could not be confirmed in the lab. The root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This is an international report of a system error 2240 that was found on the homechoice (hc) unit. The alarm occurred during the 7th dwell of 7 cycles and a leak was observed on the floor. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.